Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: g2 and h6 - type of investigation.

Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) found that the device was in backup operation due to magnetic resonance imaging (MRI) scan that was performed without appropriate programming. High voltage therapy was disabled during backup. A device restoration was successfully performed. There were no patient symptoms reported.